Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left anterior descending artery. The lesion was pre-dilated with both a 1.25mm and a 2.0mm balloon. The 2.50x16mm taxus liberte' drug eluting stent was advanced to the lesion, but was unable to cross. As the physician was removing the stent delivery system from the patient, the stent dislodged. The stent was retrieved with a snare. The procedure was completed with a different device. No patient injuries occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.